Manufacturer narrative:
This follow-up report is being submitted to relay additional information.    Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues large mass noted, trouble walking, swelling, necrotic tissue, lots of metallosis, unable to free liner so removed locking ring no complications. Necrotic tissue with foci of reactive fibroblastic proliferation, chronic inflammation, 2 lymph nodes removed. Psoas tendon was sacrificed as it was circumferentially involved with the tumor, tumor was removed and reminent tissue, no gross infection noted. The additional information does not change the outcome of the initial investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent tha on right hip procedure. Patient underwent diagnostic biopsy procedure 5 years post implantation to determine if right hip mass was cancer related. Cancer was ruled out; pseudotomor was resected and necrotic tissue was identified. No implants were removed. Subsequently, patient underwent a revision procedure 2 months later. It was relayed that elevated metal ions cobalt 3.2 & chromium 0.5. Were confirmed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently, following chemo therapy treatments, the patient started to experience pain. Patient was revised for removal of a large pseudo-tumor(s) from the head of the prosthesis four (4) years post implantation. No further event information available at the time of this report.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent tha on right hip procedure. Patient underwent diagnostic biopsy procedure 4 years post implantation to determine if right hip mass was cancer related. Cancer was ruled out; pseudotumor was resected and necrotic tissue was identified. It was reported elevated metal ions cobalt 3.2 & chromium 0.5. No implants were removed, recommend revision procedure of hip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; a5; b5; b7; e1; e2; e3; g3; h2; h3; h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: ep-105995, lot: 197310. Part: 51-107130, lot: 2853247. Part: 11-363665, lot: 167830. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01839, 0001825034-2021-01840, 0001825034-2021-01841.

Event description:
It was reported that patient underwent right total hip arthroplasty approximately 5 and a half years ago. Subsequently, following chemo therapy treatments, the patient started to experience pain. Testing shows two pseudotumors in the patient's hip that will require removal as well as the implant. Revision has not yet been scheduled. Attempts have been made and no further information has been provided.